Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the right superficial femoral artery. A 5.0x150mm absolute pro self expanding stent was deployed without issue. During positioning of the second 5.0x120mm absolute pro ll self expanding stent system (ses), when inserting the ses into the 6fr introducer sheath resistance was encountered after 1-2cm of insertion. The ses was withdrawn and it was noted the stent had started to deploy even though the safety mechanism had not been moved. A new absolute pro was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.